Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The tech found the siderail center arm was broken which prevented the siderail from latching. The tech replaced the center arm assembly to repair the bed.